Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: component code mechanical (g04) ¿ stem. X-rays were reviewed by a health care professional and found: advanced left hip osteoarthritis pre-operatively. Anatomic alignment of the post-operative left hip arthroplasty with minimal proximal position of the femoral implant as noted. There is no broached canal distal to the femoral stem visualized on the radiographs. This could possibly be visualized by CT imaging. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the desired stem was implanted and found to be about 1 cm from fully seating in the desired position of the patients femur. The implant was then removed and the surgeon broached the bone to a larger size. The same stem was then implanted again and still would not seat down fully. The process was repeated again and accepted the implant sitting approximately 2-3mm above the desired position. There is no reported harm or injury to the patient and the surgery was able to be completed without further complications. Attempts have been made and additional information on the reported event is unavailable at this time.